Event description:
It was reported that the user paused the insulin pump in response to a low glucose alert out of concern for receiving additional insulin, and an agent advised that pausing is not necessary because the system does not deliver insulin during lows and that frequent pausing can impair algorithm performance. Symptoms included low glucose and urgent low soon alerts. Outcomes included user education and troubleshooting with counseling to avoid unnecessary pump pauses and to allow the algorithm to function as designed. Investigation included a review of user-reported behavior during the hypoglycemia event and counseling on proper device use. Investigation of this case revealed no device malfunction and indicated user-initiated pump pauses as the contributory factor. It was concluded, based on previously established findings for similar reports, that the cause was user decision to pause therapy and expected device behavior during low glucose.